Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, an insulation anomaly was observed on the atrial lead. Electrocautery use was noted. The lead remained in-situ but was disabled due to the patient's chronic atrial fibrillation.